Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 28cm pristine d/l catheter was received for evaluation. Visual, microscopic visual, tactile and functional testing were performed. The tissue cuff was partially detached and had residue. The tissue cuff was noted to be matted. Upon functional testing, both lumens were patent to infusion and aspiration. No leaks were observed during both tests. Therefore, the investigation has been unconfirmed for restricted flow rate and the investigation is confirmed for the reported dent in material and identified loss of bond issues. A definitive root cause for the reported event could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 11/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had indentation in venous/blue lumen under fibro genic cuff. It was further reported that the catheter allegedly had high pressures problems, difficulty with aspiration and flow issues. There was no reported patient injury.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiry date: 11/2023) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device pending return

Event description:
It was reported that sometime post a dialysis catheter placement, the catheter allegedly had indentation in venous/blue lumen under fibro genic cuff. It was further reported that the catheter allegedly had high pressures problems, difficulty with aspiration and flow issues. There was no reported patient injury.